Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. A visual inspection of returned device noted that the devices was returned in used condition. The hexalobular tip of the screwdriver shaft was found to be fractured and deformed. Material analysis is not required for the universal driver shaft as it falls in the scope of CAPA. A review of medical records was not performed because no medical records or x-rays were made available for evaluation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been 03 other event for the lot referenced. The reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of the screwdriver shaft was fractured and deformed. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Material analysis is not required for the universal driver shaft as it falls in the scope of CAPA. The CAPA investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use.

Event description:
It was reported that during a right total hip replacement, the universal joint screwdriver broke. Another screwdriver was procured from the field back. Rep reports that there was no surgical delay, no adverse effects to the patient, and that the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a right total hip replacement, the universal joint screwdriver broke. Another screwdriver was procured from the field back. Rep reports that there was no surgical delay, no adverse effects to the patient, and that the procedure was completed successfully.